Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new prostyle device; however, the same issue occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f and the mitraclip procedure was completed. Hemostasis was achieved with the two successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose device with reported issue is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.